Event description:
The patient was brought to the operating room for pacemaker generator change with the device having reached eol. She had underlying sick sinus syndrome with some atrial arrhythmias. The pacemaker was disconnected from the chronic leads and removed from the field. The patient had an adequate intrinsic rhythm. Electrical parameters for both chronic atrium and right ventricular leads were measured. The patient's rv lead had a lead impedance of less than 190 ohms and intermittently had no impedance measurable. This was indicative of insulation break. Through the existing wound the left subclavian vein was cannulated and a guidewire was advanced under fluoroscopy into the right atrium. There were no difficulties encountered. The surgeon then attempted to remove the chronic right ventricular lead. This lead would not move without passage of a locking stylet to its tip. With constant gentle traction we were then able to remove it up into the subclavian vein. Unfortunately, we could not remove the lead entirely. At this juncture, the surgeon attempted to reposition the chronic right atrial lead by advancing it to create a gentle curve within the lead within the right atrium. Unfortunately, this lead too was bound at the level of the subclavian vein. The surgeon amputated the right atrial lead and passed the locking stylet down that, this lead as well. With constant gentle traction he was able to remove this lead in its entirety. Having removed the atrial lead the right ventricular lead was now delivered without difficulty in its entirety.